Event description:
The customer reported intermittent communication errors resulting in boot up issues. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted and the connectors were cleaned and reseated during the service call. The sys was tested and found to be working as intended and put back into svc.